Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. No evidence of fluid contamination was noted during internal and external visual inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue of an electric shock was neither verified nor duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient reported that the issue of being shocked started on unknown date in (B)(6) 2016 and the issue continued for three weeks (dates unspecified). The patient reported that they did not use a cheater adapter with the homechoice (hc) but plugged the hc cord directly into the electrical outlet. On an unspecified date, the patient began treatment for the shock and burns with an unspecified medication and unspecified ointment. The patient also put cocoa butter on the areas. The shocks were reported to be ¿round, red marks about the size of a fingertip and some much smaller¿. The marks appeared on the patient¿s hands, arms, and thighs. The patient described the shocks as ¿static sparks¿ and as a result the patient ¿now experiences vibrations and shocks from all electrical devices and all metal objects¿ (further described as when wearing jewelry, when wearing an underwire bra, being in proximity to cellular phones and when using the television remote control). The patient stated this occurs ¿24 hours a day¿ and happens whether the patient is on the hc or not. As a result, on an unreported date, the patient was switched to continuous ambulatory peritoneal dialysis (capd). Subsequently, the patient reported that the peritoneal dialysis (pd) solutions were shocking them. It was reported by the nurse that due to the persistence of the patient¿s belief that it was the pd solutions causing the shocks, the patient was again placed on automated peritoneal (apd) therapy using a homechoice (date unspecified). The nurse stated that neither the device nor the solutions were related to the report of nerve damage and that the shock sensation in the patient¿s skin was believed to be due to the patient¿s medical history. As the returned device was determined to meet functional and electrical performance specification requirements per rite (returned instrument testing evaluation) and upon additional review of this report, the homechoice is no longer considered a suspect device in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced electrical shock, burn marks over body areas, and nerve damage. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced electrical shock and had burn marks on several body parts, leading to nerve damage while performing automated peritoneal dialysis therapy. The patient went to the emergency room of the hospital, but it was not reported if the patient was admitted for the event. The cause of the event was undetermined, but was reported to be due to usage of the baxter healthcare automated device. On an unreported date, the patient was given an "anti-itch lotion" (sarna) (dosage, frequency, and duration not reported) as treatment for the issue. Dianeal therapies were ongoing. The patient was recovering from the event. No additional information is available.